Event description:
Acct. Reports "leaking at the filter". No further info available, states acct. Does not know product code. Product code identified on receipt of sample. States no pt. Injury occurred.